Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged when the beds brakes are in the locked position bed will still move across the floor very easily. Customer alleged there have been numerous close encounters of injury due to this. In some cases half the wheel still turns while the brake is on.